Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3. It is unknown whether sound was still coming from the device. It is unknown if the device was in use monitoring a patient at the time of the reported event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips-authorized service engineer (se) went to the customer site. The se found that sound was still coming from the device. A cold start was performed on the x3 and the software was upgraded to the latest revision which resolved the issue. After the cold start and the software upgrade, the device was returned to functional use with no further issues identified. The exact cause for the reported issue could not be determined. No further investigation or action is warranted.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3.it is unknown if the device was in use monitoring a patient at the time of the reported event.